Event description:
It was reported the device was at eri, 40 months post implant. It was questioned why eri was reached, when there was reportedly no therapies. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.